Manufacturer narrative:
The device received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies and corroded motor home switch. The device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. Customer reported they received a critical pump error image on the pump screen the insulin pump will be returned for analysis.